Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition or user error could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone14.7, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized sometime in (B)(6) 2026 due to sustained low blood glucose levels following multiple manual insulin injections. The specific event date, length of hospitalization, and duration of pod wear at the time of the event were not reported; however, it was confirmed that the hospitalization occurred due to prolonged low blood sugar caused by accidental over-administration of insulin via manual insulin injections. No further information was provided. The pod was discarded and is no longer available for investigation.